Event description:
It was reported that the pt's device had not been "working as efficiently" after moving to a living assistance facility. When the pt got close to her microwave she felt "pulling" on her leads. The health care provider stated that the pt's stress level and anxiety interfered with her therapy. The pt stated that she felt pretty miserable. It was also reported that an MRI was conducted and it was determined that lead placement was not a factor in the device's reported lack of efficacy.

Manufacturer narrative:
(B)(4).